Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation. The definitive root cause of the error message could not be determined. The error message may have been caused by tissue build-up in the electrodes, the instrument being in a gas bubble during activation, or increased contact resistance due to corrosion or insufficiently connected contacts in the working element or connection cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 01480.

Event description:
It was reported the high frequency electrosurgical unit experienced an e006 alarm due to a broken plasma cable. The issue occurred during preparation for use for an unspecified therapeutic procedure. The plasma cable was replaced, and the procedure was completed with a 5-minute delay. There were no reports of patient harm.